Event description:
It was reported that the ac joint guide was inserted through the anterior portal and that while placing it under the coracoid, the guide broke inside the shoulder. The guide was successfully removed, however the surgeon switched to an open shoulder procedure to complete the case. Outcome was successful. Procedure was on the left ac joint.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record revealed nothing relevant to this event. Complaint evaluation revealed broken weld and bent guide press pin causing the head to detach from guide handle. The device is designed to guide the drill through the clavicle and coracoid. The device met all material specifications as received. A possible cause of the event can be due to excessive force and leveraging of the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.